Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose readings and sensor issues. The blood glucose reading was 544 mg/dl. The current blood glucose reading was 443 mg/dl. The high blood glucose readings were treated with a syringe. The customer reported the following symptoms related to their high blood glucose readings: headache, thirst, and frequent urination. The customer removed the site and the cannula was not bent. It was also stated that they could not get the transmitter to connect to the pump. The customer was unable to troubleshoot and stated that they will call back. The customer was advised to revert to their back-up plan. The insulin pump will not be returned for analysis.